Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was functioning appropriately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately three months post implant their heart rate is in the forties and that their heart rate is below the programmed lower rate. The patient stated they "don't think their pacemaker is working." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.